Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable was loose and subsequently, the cable was unable to charge the pump battery. Reportedly, customer replaced the cable to resolve the issue. There was no reported adverse impact to customer's blood glucose.